Event description:
It was reported that during testing, the drill was leaving metal shavings. There was no pt involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Samples were taken of the metal shavings. A f/u report will be completed when new info is presented.